Event description:
It was reported that during routine follow-up, t-wave oversensing and a decrease in r-waves were observed. The patient received inappropriate atp therapy. Programming changes were made. There were no adverse consequences to the patient.